Manufacturer narrative:
Estimated event date. Full initial reporter's phone number is (B)(6).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had been experiencing a burning sensation at the pocket site for about a month. The sensation is intermittent and lasts a few minutes, only during sleep, and has occurred three times in the last month. There were no falls or other trauma related to the issue. Palpating the device, inspecting for loose pocket, and reprogramming were recommended troubleshooting steps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that an impedance check and palpation of the device was performed and neither caused burning. The cause of the sensation was not determined, but the patient informed the hcp that it only happened 3 times and has resolved on its own.